Manufacturer narrative:
Correction: the flange shape of the device is incompatible with the referenced third party device. This event could not lead to a death or serious injury as the incompatibility renders the device unusable for the intended purpose. General dissatisfaction of the product does not impact the intended use of the device which would not lead to serious injury or harm to the clinician or patient. This complaint is not MDR reportable.

Event description:
It was reported that syringe 10ml ll w/ndl 21x1 rb new mold prevents the syringes from being used as needed. This was discovered before use. The following information was provided by the initial reporter: material no: (B)(4) batch no: 9289850 (for some reason is not linking in pg). It was reported that the syringes that the pharmacy received were in the new packaging and mold. The new mold increases the size of the flanges. This new design prevents these syringes from being utilized for our dose shields. The caps are not able to sit on the base of the shield because of the flanges blocking the threads.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: the customer provided lot # 9289850. This does not match the catalog number provided. Medical device expiration date: unknown. The customer's address is unknown. (B)(6), USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 10ml ll w/ndl 21x1 rb new mold prevents the syringes from being used as needed. This was discovered before use. The following information was provided by the initial reporter: material no: 309642 batch no: 9289850 (for some reason is not linking in pg) it was reported that the syringes that the pharmacy received were in the new packaging and mold. The new mold increases the size of the flanges. This new design prevents these syringes from being utilized for our dose shields. The caps are not able to sit on the base of the shield because of the flanges blocking the threads.